Event description:
It was reported that the patient presented in clinic. A device interrogation revealed that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise oversensing. No intervention was performed. The patient was stable.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise oversensing which caused pacing inhibition. The cause of the noise was determined to be the presence of the patient's left ventricular assist device (lvad). No intervention was performed. The patient had no adverse consequences due to the event.